Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he fell, experienced extremely low blood glucose, and was hospitalized. The customer's blood glucose level was not known. Customer was released from the hospital the next day. At the time of this report, customer's blood glucose was 156 mg/dl.